Manufacturer narrative:
Device not returned.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer's blood glucose ranged from 255-256 mg/dl. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.